Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Prior to the event, the insulin pump alarmed no delivery, but the customer ignored the alarm. The customer's mother stated that the customer caused the event by ignoring the alarm. The customer's mother declined to perform troubleshooting. Nothing further was reported.